Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 myocardial infarction death event(s) for the sapien 3 in the aortic position. The time to event (tte, in day(s)) for this event is 0 day(s). The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall transcatheter valve replacement procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the transcatheter valve replacement procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on transcatheter valve replacement complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs. Of the index procedure. Mi's that occur after the peri-procedural period (>72 hrs.) Are typically related to the patient's underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the transcatheter valve replacement procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2025 data extract for aortic death events for the edwards sapien 3 valve. This report summarizes 1 aortic myocardial infarction death event(s) for the sapien 3 transcatheter heart valve. The age range for these event(s) is 83 - 83 years. The breakdown for gender is as follows: 1 female(s) and 0 male(s).